Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit (ICU) due to a low blood glucose level of approximately 50 mg/dl and a seizure. Upon hospital admission, the customer was treated with intravenous fluids of saline and insulin. Reportedly, the customer did not sustain any permanent damage. The customer did not have the pump with them at the time of the call for troubleshooting with tandem technical support, and declined follow up to obtain additional information regarding hospitalization or release date.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.